Event description:
The customer reported via the sales rep that the inner sterile packaging was compromised. It is further reported that the outer sterile barrier was intact, but the plastic wrapping / label was raised. The product carton and shrink wrap were not damaged. Another unit was used to complete the procedure with no adverse consequences.

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.